Event description:
It was reported that the pt had some bleeding in the throat.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR. The facility did not retain the device for eval; a failure analysis of the complaint device could not be completed. The lot number for the reported complaint was not provided therefore, a review of the lot history record was not conducted. The pt was instructed to gargle with salt water.